Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up arrow button was not responding. Customer's blood glucose was 313 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked belt clip slot.